Event description:
Same case as manufacturer's report # 6000130-2004-00197. It was reported that the katzen infusion guidewire did not have side holes as stated on the product packaging. The issue was observed during preparation for the procedure. Another catheter was used to successfully complete the procedure.